Event description:
Legal counsel for patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, on (B)(6) 2012, patient underwent a revision due to allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-01510 / 01512 and 2014-07199).

Event description:
Legal counsel for patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, on (B)(6) 2012, patient underwent a revision due to allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, on (B)(6) 2013 patient underwent a revision due to pseudotumor formation. The patient's operative report noted pseudotumor, fluid, necrotic debris, tissue staining, and muscle necrosis. It is unknown if patient is bilateral or if an additional revision was performed. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01510/01512).